Manufacturer narrative:
The reported event of lead dislodgement and failure to capture was not confirmed, while the reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix extended and bent with traces of blood/body fluids. X-ray examination found the inner coil was slightly overtorqued inside the connector region, consistent with procedural damage. Unable to perform helix mechanism/extension length test due to the helix being bent. The cause of the reported event of helix mechanism issue was isolated to bent helix and overtorqued inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that while slitting the catheter, the lead dislodged. Loss of capture was noted, and the helix would not retract. The lead was not implanted. There were no adverse health consequences, the patient was stable.